Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The healthcare provider reported the patient had their ins removed due to infection. The infection happened about 2 weeks after implant. It was noted the leads still remained. The caller did not know the exact explant date. No further complications were reported or anticipated.